Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to open automated reports in the es server. The automated report had been set up the previous day to run at 6 am and 6 pm est. Although the customer received the email notifications, they were unable to open the reports. When attempted to log in to the es server to access the report, an error message stating an error occurred while processing your request was displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined the users were unable to open automated reports. A technical support specialist (tss) worked with customer and confirmed that the report was recently set up and only one user could open it, while others received an error after logging into the pyxis server. The tss asked whether the users could log into the server independently and suggested connecting to one of their systems to verify their steps, but the user noted that user managers rarely use the server despite needing access. The tss explained that the issue was due to missing server activity report permissions, which would need to be assigned on the customer's side. The system functioned as intended after the technical support specialist assessed the device.